Event description:
It was reported that the image on the monitors of the 9800 system would flicker. The system would reboot and the issue could be reproduced by shaking the interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.